Event description:
It was reported that the lead was explanted for an unknown reason. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo, and there was blood on the proximal and distal conductors of the lead and they were not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression, and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 5071 implantable pacing lead - (B)(6) 2008, 6945 implantable tachy lead - (B)(6) 2000, 5524m implantable pacing lead - (B)(6) 1996, 0085 competitor implantable tachy lead - (B)(6) 2008. (B)(4).